Event description:
When you select the backrest function in the upper position the backrest will still rise after you've stopped pressing the up button. Also when you press the down button the backrest stops and when you release the down button, the backrest will start to rise again until it reaches the end of its travel.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the MFR arjohuntleigh medical beds div. MFR complaint#: (B)(4). The symptom described in the report of "when you select the backrest function in the upper position the backrest will still rise after you've stopped pressing the up button. Also when you press the down button the backrest stops and when you release the down button, the backrest will start to rise again until it reaches the end of its travel" is consistent with one of directional switch in a handset being damaged. This has been proven to be the case here as well, as when the acp handset has been replaced the bed now operates according to spec. Please note that bed has been in use for approx 36 months without any problem prior to the incident. We have reviewed our post market surveillance and since the bed was placed in to the market in 2006 we have had five other incidents of this nature out of (B)(4). These incidents have occurred in (B)(4). This latest incident in the (B)(4) is the third to have occurred at the same facility. The product in the incident is an enterprise 8000 model type bed catalogue number 8000bc92a11bh and its serial number was (B)(4) and was mfg in feb-2009. We have reviewed the DHR for this bed shows that the beds were inspected according to the appropriate work instructions and quality procedures which includes 100% inspection of the electrical functions on the bed and no anomalies were found. Since the controls were exchanged there have been no further issues reported by the hospital with the bed. Our conclusion is that the handset has been damaged by an undetermined source and is considered to be misuse which led to the failure described. This incident and others of this nature are isolated issues and represent a failure rate of <0.02% of our installed base of 26,000 beds worldwide. Other than the actions already taken, there are no further actions proposed at this time. The MFR shall continue to monitor any further incidents of this nature to determine trending. Therefore as this appears to be an isolated incident, arjohuntleigh requests you consider the case closed.